Manufacturer narrative:
The samples were provided for investigation and an interfering factor could be identified. The observed difference in tsh values generated between the two different methods is related to the fact that assays from different vendors can generate different values. This difference is related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Based on the information provided, a general reagent issue can be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient when tested on two cobas 6000 e 601 module analyzers. One sample had erroneous results for the elecsys ft4 ii assay and the second sample had erroneous results for both ft4 and the elecsys tsh assay. No erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The highlighted values are erroneous. The first sample was tested on the customer's e 601 analyzer on (B)(6) 2018 and the second sample was tested on the customer's e 601 analyzer on (B)(6) 2018. The samples were then repeated on the customer's e601 and aliquots of the samples were sent to three other laboratories to be repeated on other analyzers. The second laboratory repeated the samples on a second e 601 analyzer. The third and fourth laboratories repeated the samples on siemens antellica analyzers. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 601 analyzer is (B)(4). The serial number of the e 601 analyzer used at the second site was asked for, but not provided.